Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm malfunction or hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient's blood glucose levels reached 509 mg/dl while wearing the pod on the abdomen. The patient also had a sinus and bladder infection. The patient stated that their personal diabetes manager (pdm) would not stay on. They went to the emergency room where they received antibiotics for the infections (unrelated to diabetes or product) and insulin/intravenous therapy for the hyperglycemia. The patient was released after 6 hours.

Manufacturer narrative:
In the case description, the user mentioned that the pdm would not stay on. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. Inspection of the android log files downloaded from the pdm found no evidence of the pdm failing to turn on or stay on. It was observed that the pdm battery died on the date of occurrence and attempts were made to turn on the pdm with a low battery, which resulted in the pdm turning back off. Inspection of the pdm battery information from the last week of use found the battery to last at least 48 hours after a full charge, which is required by the product specifications. The android log files showed that the pdm battery and the pdm functioned as intended at the time of the reported event. During the investigation, the pdm was able to stay on with no issues. No power sensitivity issues were observed during physical testing. The pdm was found to function as intended.